Event description:
An endurant ii stent graft system was implanted in an chimney endovascular procedure. It was reported approximately 2 years post the index procedure the patient was hospitalized with chest pain. A CT scan identified a type a dissection and a known type ia endoleak. Due to patient comorbidities and condition a decision for no intervention was made. It was reported the patient expired on an unknown date. No assessment for the cause of the death was provided.  No additional clinical sequelae were provided and the patient is expired.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1613c199ee, serial/lot #: (B)(4), ubd: 26-aug-2021, UDI#: (B)(4); product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 07-oct-2022, UDI#: (B)(4); product ID: etlw1620c124ee, serial/lot #: (B)(4), ubd: 29-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the patient died on (B)(6) 2022 as a consequence of the dissection. The site assessed the dissection and death as not related with the device. It was confirmed the ia endoleak was new and unresolved at the time of the patients death. The type a dissection went into the left carotid artery. The site assessed the type ia endoleak as probable related to the endurant stent graft, possible related to the renal stent and not related to the procedure. The site and sponsor assessed the type a dissection leading to death as not device or procedure related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.